Event description:
It was reported that during implant, after flushing the left ventricular (lv) lead, it was not smooth when the lead tip was passed through the guidewire outside the body. When the guidewire was delivered in the body, there was large resistance and the lead could not move forward. The lead was removed and flushed a second time. A new guidewire was inserted into the lumen, however, there was resistance. The physician through there might be a problem with the lumen of the lead. The lead was replaced and the operation completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.